Event description:
A critically ill patient in the ICU was undergoing continuous renal replacement therapy. Within five minutes of initiating therapy, the user observed an external blood leak around the arterial connector of the dialyzer. Treatment was temporarily stopped and the extracorporeal blood was partially returned to the patient resulting in an estimated blood loss of 40 ml. Another filter set was primed and treatment resumed. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss.

Manufacturer narrative:
The prisma m100 pre set was discarded and not available for inspection. Pictures of the involved connection were provided; no defect has been identified on the pictures provided. The review of the prisma m100 pre set device history record for lot number 13g0201 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no other complaint reported regarding this lot number. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.